Event description:
It was reported the patient experienced ineffective stimulation. The patient underwent surgical intervention whereby the scs system was explanted.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient. Further information was requested but not received. Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.